Event description:
The pt experienced a loss of stimulation sensation and therapeutic effect three months prior. Every electrode combination was tried and the device voltage increased to 10 and the pt still felt nothing. Impedances were greater than 4,000 ohms on all unipolar pairs. Bipolar pairs were high, around 3500 ohms. The pt did not want surgery and there was no plan to replace the lead.